Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No material numbers were provided by the customer. No further information or clarification was received from the customer on the claimed issue of "clotting problems in numerous tubes leading to discrepancies in results". Unfortunately, without basic information, a thorough investigation is not possible.the cause of the event cannot be determined.

Event description:
The customer advised they encountered clotting problems in numerous tubes leading to discrepancies in results.